Event description:
It was reported that patient underwent surgical intervention at unknown date for unknown reason wherein the entire system was explanted.

Manufacturer narrative:
B3-date of event is estimated. D6b - date of explant is unknown during processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. It was reported to abbott that a patient was implanted with a 32400 ipg and two percutaneous leads on (B)(6) 2024 and it was marked as competitor. Abbott¿s system showed that patient has an existing system with 3186 leads at t8/t9 and a 3662 implanted (B)(6) 2016. A rep confirmed the patient did have an abbott/st jude scs system implanted in 2016 as indicated. The rep reported a couple years ago the abbott system was removed it and replaced it with a nevro scs system. The nevro system required the patient to charge the ipg daily which the patient grew tired of and wanted to change back to their abbott system. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, the cause of the reported issue was determined not to be product related.